Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl. It was also reported that the controller flashed and went back to blank screen. The patient was treated with IV (intravenous) fluids and insulin. The patient was still in the hospital.

Manufacturer narrative:
In the case description, the user mentioned the screen flashing black and being unable to enter things in the bolus calculator. Inspection of the android log files showed no restarts of the application or application alarms on the date of occurrence. No abnormalities were seen in the logs pertaining to use of the bolus calculator that would indicate that the user was unable to open or enter carbs or bg values into the bolus calculator. During the investigation, the controller was able to pair with an unused pod, which paired with a cgm emulator. The controller was able to activate the pod, command a 5 u bolus, switch modes, and receive cgm values with no issues. The bolus calculator was tested to see if values could be entered and no issues were observed with entering carbs, bgs, or manual adjustments into the bolus calculator. No screen flashes or black screens were seen during use. The exact cause of the reported event could not be determined.